Event description:
The haptic of the lens was found broken upon opening the lens carrier.

Manufacturer narrative:
Results: the lens was incorrectly position in the carrier with visible dried solution on the lens optic. The visual inspection found one haptic broken off and one is missing. Due to the conditions in which the lens was received, the cause for this malfunction cannot be determined.